Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(4) 2020. According to the complainant, during the procedure, it was noticed that there was a kink in the catheter on the balloon portion of the device. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.